Manufacturer narrative:
No device associated with this report was received for examination. Review of the provided patient x-rays did not confirm the reported fractured device. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code was not provided. Without the physical complaint samples associated with this report, it was not possible to determine if the devices failed to meet specifications at the time it was released for distribution. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation and broken screws, due to a fall.